Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had a motor error alarm more than one time in same week. The customer¿s blood glucose was unknown. Customer stated that drive support cap was intact. Customer was able to rewind. Customer was advised to stop using the pump and revert to back up plan as per his health care professionals instruction the insulin pump will not be returned for analysis.